Event description:
The end user states the front rigging is stripped. She states the left front rigging will not lock into place and the calf-pad is broken in half. She states she has no knee in her left leg and needs the front rigging for post op.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.